Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that allegedly both devices will not power on, therefore, front case keypad of the two pcu modules will be replaced. There was no reported patient involvement.

Manufacturer narrative:
The customer reported complaint of the keypad being replaced due to the device not turning on was evaluated. The keypads were confirmed to have a faulty system on keys and a nonfunctioning ac indicator lights. Previous cad failure investigations have identified this issue associated with fluid ingress entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer becomes damaged, creating an open or short circuit producing unresponsive keypad keys when corresponding keys are pressed. External and internal inspection was performed on the 2 pcu keypads. During internal inspection, keypad 1 was found with signs of fluid ingress where the flex cable meets the circuit layer and a broken trace (trace 20). Keypad 2 had no signs of fluid ingress. The 2 front case keypads were returned inside a plastic bag. No serial numbers were observed on the keypads the proximate cause of the customer¿s experience with keypad failures is associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module s/n (B)(6) service history record showed the device had a manufacture date of 27sept2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 04nov2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only keypads were provided for investigation.

Event description:
It was reported that allegedly both devices will not power on, therefore, front case keypad of the two pcu modules will be replaced. There was no reported patient involvement.